Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-transesophageal echo (tee) measurements had the largest ostium at 21mm and depth 27mm. A double curve watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The was was prepped and advanced to the laa. The 24mm flx device was prepped and advanced to the laa and was unsheathed. The device was assessed for the release criteria. There was a noticeable uncovered lobe and with several partial adjustments the device was removed due to the uncovered lobe and lack of compression. A 27mm flx device was then prepped. The 27mm flx device was advance to the laa and unsheathed. Three partial adjustments were performed and the release criteria was met. The device was released. A cine was done and the device was noted to have immediately embolized from the laa into the left atrium. After 10-15 minutes of trying to snare the device, tee confirmed the device had moved into the left ventricle. An attempt to snare the device continued. After 10 minutes of trying a tee was performed to check for any effusion. This was when they realized that the device was no longer in the left ventricle but further moved to the level of the renal artery. After 20 minutes of trying to remove the device, the device was snared and removed successfully. The patient remained hemodynamically stable and is doing well.